Event description:
It was reported that the jack was drifting. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received a f/u report may be submitted.